Event description:
The event is reported as: complaint alleges: "customer reports that the "balloon with a volume of 35 ml deflated when it was inflated with 10ml (at least twice). Balloon remains inflated, with a small volume of air after being deflated with a syringe. Additional information reported by the facility: catheter with many deposits/incrustations which appears at the end that is in the bladder even though it was only in for 24-48 hours."

Manufacturer narrative:
Unknown if sample is available for evaluation.